Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Fluid was observed at the bottom of the cassette door during treatment. The cassette was alleged to have ripped but origin of the leak could not be located. Pt had not ill effects. The actual sample is not available; a companion sample of the same lot number is available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.